Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evprop2329us, lot#: 0010866028, ubd: 24-sep-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve into a patient with a severely calcified bicuspid valve and an annulus with an outer circumference of 81.6 millimeter (mm), the valve was loaded one time and verified via visual, tactile, and fluoroscopy methods. No misload was identified. A pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic 20mm balloon. On initial deployment, the valve was positioned at 3mm on the non-coronary cusp (ncc) and 0mm on the left coronary cusp (lcc). The valve was observed to be under-expanded near the left and right raphe. The valve was recaptured and re-deployed. On the second deployment attempt, the valve was again observed to be under-expanded an infold was noted. It was noted that the valve moved toward the ventricle upon deployment. An attempt was made to use the cuspal overlap technique. Per the physician, the severe calcification of the bicuspid valve apex caused the valve to fail to expand during the first deployment, and at the time of recapture, in-folding occurred while involving the frame. The valve was recaptured and withdrawn from the patient. When the valve was deployed outside of the patient, infolding was again observed. A new valve and delivery catheter system ( dcs) were used to complete the procedure. No adverse patient effects were reported.